Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd smartsite¿ extension sets experienced blockage. The following information was provided by the initial reporter: our bd smartsite extension set with 2 needle-free valves have been having issues. One of the sites will not flush.

Event description:
It was reported that 3 bd smartsite¿ extension sets experienced blockage. The following information was provided by the initial reporter: our bd smartsite extension set with 2 needle-free valves have been having issues. One of the sites will not flush.

Manufacturer narrative:
H6: investigation summary: 3 samples model 20159e were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the sets were attempted to be flushed. The sets were successfully flushed. The customer complaint that one of the sites will not flush could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20159e lot number 22039080 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.